Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 30-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient couldn't move their legs and had paraplegia post-operative. The doctor had implanted a surgical lead epidural and it was noted that this may have led or contributed to the issue. The epidural part of the lead was explanted. The part of the lead that connects to the ins was still implanted. The issue was not resolved as of (B)(6) 2018. The patient was alive with injury; after the operation they couldn't move their legs and had paraplegia. Additional information was received from the rep. It was reported that as of (B)(6) 2018, the paraplegia was not resolved. It was unknown if it would become a permanent impairment. The doctor re-operated the patient again and made a bigger decompression in the spinal cord. It was noted that this information was confirmed with the physician/account.